Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the hospital due to high blood glucose (bg) levels of 28 mmol/l (504 mg/dl) and ketones present, while wearing the pod on the leg longer than 48 hours. The pod was removed and the cannula was noted to be bent. At the hospital, the patient was monitored and a manual insulin injection utilizing a pen was administered to treat the hyperglycemia.